Event description:
It was reported that during a microdiscectomy surgery, it was observed that the attachment device had an e2 error code when in use with the motor device. The reporter stated that the motor device was tested with other attachment devices and worked properly. As a result, there was a ten minute delay to the surgical procedure. There was a spare device available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking components were damaged. It was determined that this caused the e2 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a failure to follow instructions for use, which is misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.